Event description:
It was reported that for the last 2 days they has been trying to charge the implanted neurostimulator but they is not getting any coupling bars. Patient said the only way they can get any bars is to stand up against the side of a wall and push on it. Patient mentioned they is freaking out because they only has a quarter left on the battery. Patient also mentioned it hurts no matter what they does. Patient tried repositioning the antenna and putting a trainer on to hold it in place tight but that did not resolve the issue. During the call patient was able to charge but had to be in a certain position. Patient confirmed there was no damage to the recharger antenna. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Additional information was received from patient and said they received the rtm cord and still not getting couple bars when trying to charge the implanted neurostimulator(ins). Patient state they are getting the normal recharging screen but no coupling bars. Agent asked clarifying question and confirm patient did not have a fall or trauma. Agent reviewed device function and recommend patient consult with health care professional hcp ofc for next step.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.